Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to a patient infection. No additional adverse patient effects were reported. This system has not returned.